Event description:
It was reported that the right ventricular (rv) lead had high impedance and the patient's electrograms were showing cross-talk of ventricular oversensing after atrial pacing. It was also reported that the atrial lead threshold was high. Additionally, a lead integrity alert (lia) was triggered. The atrial output and ventricular sensing were reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6947m62, implantable defib lead, (B)(6) 2012. (B)(4).